Event description:
It was reported the device was used during a lap cholecystectomy procedure and clip fell off the cystic artery. Another device was used to complete the case. There was no pt consequence.